Manufacturer narrative:
G4: 28jul2020. B4: 28jul2020. Information was received that the reported issue occurred during testing. The service engineer (se) inspected the device and found no error codes in the ventilator diagnostic report and found no issue with the device. The unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
It was reported that the ventilator would not boot up. There was no patient involvement.